Manufacturer narrative:
(B)(4). G2 report source: france. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a screw has come loose. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report: (B)(4). Updated: b4, b5,d2,g1,g3,g6,h1,h2. Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event.

Event description:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event.